Event description:
It was reported "found 1 out of 13 samples have a bulging tube".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. An email request for add'l info was sent on (B)(6) 2014. No add'l patient/event details have been provided to date. Should add'l info become available a f/u report will be submitted.